Event description:
Vent has the turbine turning on and off while in the event trace mode. Also the alarm intermittently chirps while in the same mode. Earlier in the day vt was reading high (4/liters). Therapist checked it out emptied h2o from tubing. Changed out peep valve. Seemed to correct problem. A few minutes later therapist went back into room, heard cracking noise. Removed pt from vent, turned off vent and placed pt on new vent. No pt harm. Only alarm heard was nurse all alarm. Display was flashing (unable to read anything) accessories: humidifier. Power source: ac. Notes: five mos later when speaking with tech support in vent service mode when going through event trace log - vent turbine would run intermittently. Also there would be a chirp intermittently. Two days later when attempting to run vent in normal operation - had hardware fault.